Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right atrial (ra) lead exhibited high out-of-range pace impedance measurements. Subsequently the ra lead was surgically abandoned and replaced. The ra lead was suspected to have fractured, however this was not confirmed. The device remains in service. No additional adverse patient effects were reported.